Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 455 mg/dl. The customer treated with insulin pump. The blood glucose came down to 381 mg/dl. The customer also reported calibration not accepted alert and insulin flow blocked alarm. The customer also had site issues. The device was not returned for analysis.